Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was causing the error "electric short". The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Functional testing on an in-house system confirmed that the instrument passed recognition, engagement, and electrical continuity tests. The instrument demonstrated full range of motion in all directions, with grips opening and closing properly, and successfully delivered energy multiple times in various grip orientations without errors. Visual inspection revealed no damage on the instrument. Overall, the instrument was fully functional, no product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.